Event description:
It was reported that the tip of the unit broke off inside the pt. Further, the piece was found and a small delay in surgery was reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.